Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported the tip of the ar-8944-22 drill bit (approximately 15-20mm) broke off while in bone during a lapidus procedure. The rep stated the broken piece was not noticed until final x-rays were being taken. The rep stated they had already left the or, but returned to the room once notified. The broken fragment remains in the patient. Additional information received on 06/17/2019: the rep stated it is unknown if the surgeon plans to perform a revision surgery to remove the fragment. The procedure was open, and there are not any portions of the drill bit available to return for evaluation. Additional information received on 06/18/2019: the rep reported that the surgeon does not currently plan on performing a second surgery. They will continue to monitor. A copy of the x-ray has been provided to arthrex.